Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Yes. What confirmation was received that the device was fully fired? Yes. Were the staples seen laying in the surgical field? No. Were any staples deployed into the tissue? Yes. If there were staples deployed into the tissue, were there any staples missing from the staple line? No. If there were staples deployed into the tissue, what was the shape of the staples (b-formation, irregular, legs straight)? Irregular. How long was the procedure extended (minutes)? 45. Were there any changes to patient care as a result of the extended or time? No.

Event description:
It was reported that during a colectomy procedure, when the device was fired it cut but it did not staple, donuts were formed ok. Manual anastomosis was used to complete the procedure. Surgery was prolonged. There were no adverse consequences for the patient.